Event description:
On (B)(6) 2018 presented to ed with complaints of progressive dizziness, soa and fatigue x 1 week. Ldh 1016; inr 2.04. Received integrilin and heparin. Ldh continued to trend up despite treatment with intermittent power elevations.